Event description:
It was reported that the patient had issues charging. The patient underwent an ipg replacement procedure. Additional information was received that the explanted ipg was discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had issues charging the ipg. The patient underwent an ipg replacement procedure.